Event description:
It was reported that the patient presented with erosion. The monarc device/fibers were "snipped in office." There were no further patient complications reported in relation to this event.